Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, the patient was dissatisfied with visual outcome near or far. The lens was exchanged for an unknown monofocal toric intraocular lens, 5 months after the initial implant procedure. Additional information has been requested.